Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: investigation results: a visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. It was noticed that the rx tunnel of the device was detached. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when passing the catheter through the scope during the procedure, the rx tunnel detached from the catheter into the scope. The same issue occurred with the second hurricane rx dilatation balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when passing the catheter through the scope during the procedure, the rx tunnel detached from the catheter into the scope. The same issue occurred with the second hurricane rx dilatation balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.